Event description:
It was reported to boston scientific corporation that a solyx single incision sling system was implanted on (B)(6) 2010. According to the complainant, post-procedure, the patient presented with unspecified complications.according to the physician's office, as of a follow up appointment on (B)(6) 2010, the patient was reported to be fine.all other information is unknown and unavailable.